Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the keypad was found to be torn and peeled near the ok button.

Event description:
The pt contacted animas alleging that the pump's up and down arrow buttons were sticking. She claimed that is was difficult to scroll and that she had to push the buttons several times before the pump would respond. The pt also alleged that the bottom half of the rubber keypad came off. The pt denied that the device was exposed to moisture or trauma.